Event description:
On (B)(6) 2010, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, a suspected endoleak (type unknown) was identified on the trunk-ipsilateral leg component. It was reported the cause of the endoleak is unknown. It was reported aneurysm enlargement of 6mm was identified (4.6-5.2cm). On (B)(6) 2015, coil embolization of the aneurysm sac was performed to address the type ii endoleak. It was reported the endoleak was excluded and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4).patient¿s medications include: zolpiderm, spironolactone, atorvastatin, amlodipine besylate, synthroid, xarelto, calcitriol, allopurinol, sotalol, and tamsulosin.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved: pxc201400/8270013, and pxl161407/7862340.